Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted using a proglide device using a pre-close technique via a 6fr sheath prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a suture break occurred when harvesting the blue suture. Two new proglide devices were successfully pre-placed. The taa procedure was performed and the maximum sheath size used was 22 fr. The sutures of the two pre-placed proglide devices were used to successfully achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Visual and functional inspections were performed on the returned device. A suture break was confirmed as a needle to cuff miss was noted. The difference between the two failure modes is often not discernable to the user. The posterior foot was separated and not returned. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.